Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet pump displayed a ¿restart ilet 38¿ alert associated with consecutive stalled motor behavior, and the user was unable to rewind the pump; a replacement device was arranged, and instructions were provided to shut down the pump and to sync data to the mobile app, with the patient advised to continue glucose monitoring using a dexcom g7. Symptoms included elevated blood glucose. Outcomes included temporary interruption of insulin delivery and reliance on cgm for ongoing monitoring. Investigation included customer support troubleshooting and confirmation of device information, with plans for device return. Investigation of this device revealed a suspected motor stall malfunction within the pump assembly consistent with previously observed restart alerts and inability to rewind. It was concluded, based on previously established findings for similar reports, that the cause was an internal device component failure of the pump motor assembly.